Manufacturer narrative:
Conclusion: the product was not returned for evaluation as the device remained in the patient. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The coil remained in the patient.

Event description:
The patient was undergoing an embolization procedure using the penumbra coil 400. During the procedure, the physician conducted stenting and was deploying a coil near the neck of aneurysm. After inserting 4-5 cm of the coil, it came out of the aneurysm. The physician pulled the coil back into a catheter (1-2 cm); however, the coil unintentionally detached. While the physician attempted to retrieve the coil with a goose neck snare, it became unraveled in the artery. The physician could not catch it with the snare and failed to grasp the coil while pinning it down with the inflated balloon. A total of fourteen coils including the unraveled coil were in the aneurysm. The unraveled coil was the fourteenth. The physician also deployed another manufacturer's coils. The patient's condition was well. The coil remained [in place] from the aneurysm to the vessel.